Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure on (B)(6), 2012. According to the complainant, during manipulation of the handle, the device "broke very easily." The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure on (B)(6) 2012. According to the complainant, during manipulation of the handle, the device "broke very easily." The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned device found the handle cannula to be bent, which rendered subsequent functional testing impossible. The handle was then disassembled in order to explore the possibility of an obstruction within the sheath. After the handle was disassembled, the handle cannula moved freely and the loop extended as expected; no obstructions were found. The complaint was confirmed; the bent handle cannula was likely the damage the user was attempting to describe when stating the device "broke very easily." The most probable root cause of this event is operational context, since anatomical and/or procedural factors could have limited the performance of the device during the case. Additionally, the handle cannula is likely to bend if the strain relief is curved during snare loop extension. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. Attempts to obtain clarification to the original event description were unsuccessful. However, the investigation has confirmed that the only damage to the device was the bent handle cannula. Therefore, this event is no longer considered MDR-reportable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.